Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 3 while the home patient (hp) was connected. A baxter technical service representative (tsr) assisted the hp to clear the alarm. During troubleshooting no issues were noted which could have contributed to the event. There was nothing unusual about the supplies. The hp will complete the remaining therapy with a manual exchange. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.